Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) year old male patient presenting for hemodynamic support, pre-operative CABG. The patient was suspected to have hemolysis as evident by dark red urine output. It's unclear if and plasma-free hemoglobin testing was completed to confirm hemolysis, however. As treatment, the pump was premature removed.